Event description:
The customer reported that brackets on floor for stitching stand have came off. No injuries were reported.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that brackets on floor for stitching stand have came off. No injuries were reported.

Manufacturer narrative:
Ref. ID: (B)(6). This digitaldiagnost is a direct digital radiography system with flat detector technology (fixed or mobile detectors) based on modular components to allow for customization for all radiographic applications and workload requirements. This radiography system is equipped with ceiling suspended column (carrying the x-ray tube and collimator), bucky table (th2) and bucky wall stand (vs) for general x-ray examinations. The patient stitching support is a patient trolley (on wheels) to position the standing patient vertically in front of the wall stand. In order to keep the image quality as high as possible, the patient support must be aligned centric, absolutely parallel, and as close to the bucky module as possible. To place the patient support in the exact same position each time x-ray images are captured, particular kinds of floor plates or floor mounts are used which indicate the wheel's positions on the floor. The philips field service engineer has investigated the issue on site. He noticed that the floorplate that holds the patient support in front of the wallstand had come loose. He adjusted and remounted the floor mounts as a correction. System works as specified. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: h6 result and conclusion.